Event description:
Diagnosis: urinary incontinence. In (B)(6) 2007, pt had a level 3 prolapse caused by incontinence. She first underwent a hysterectomy and secondly she underwent the implantation of the hernia mesh. After the procedure, she felt pain in her vagina and consequently couldn't have intercourse. In addition, she couldn't urinate. On (B)(6) 2008, she had another surgery for a sling revision. The incontinence got worse, she had repeated uti infections. She had blood in her urine and was constantly on antibiotics which seriously affected her lifestyle. She eventually consulted an urologist in (B)(6), who found out that she had calcification in her bladder. She was advised to remove the sling. On (B)(6) 2014, she had surgery for the removal of the sling. Complication set in, and a large abscess ensued. One month later, she had an emergency surgery to clean up the infection. Presently she is at home requiring the help of a home health aide. She has been out of work for two and half months.